Event description:
It was reported that the patient had a ventricular fibrillation (vf) episode that could not be terminated due to dissemination or the rhythm. The right ventricular (rv) lead has undersensing and oversensing resulting in failure to detect and further treat ongoing arrhythmias as well as inappropriately triggering lead integrity alert (lia). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.